Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post-op it was found that the rod was broken just above the l5 screw. The patient underwent a revision surgery to remove and replace the rods. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned for evaluation. Films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Visual review confirms rod breakage. Mas crown and set screw rod interface witness marks noted near fracture surface. Fracture surface examination identifies a quasi-brittle fracture with river lines which are indicative of overload. Dimensional inspection confirms rod diameter conformance to print specification. Chemical and mechanical properties verified by material supplier and independent 3rd party inspection. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
Films supplied for review found: expandable rod construct for infantile scoliosis. Right side iliac anchor appears to be l5 and iliac screws. Rod has broken above these screws allowing collapse and worsening of curve. Rod has broken on concave side of curve. Proximal fixation and left side rod appear intact.